Manufacturer narrative:
Investigation findings: the patient indicated that the inner hinge of brace was digging into her leg so badly she stopped wearing the brace. The complaint sample was not returned, there was no sales order or lot number listed and there was no information given about the product length of time worn/used. Without a returned sample quality control can't determine the exact root cause. Product on hand was reviewed at random there were no hinge issues found. There was one other similar complaint found. In that case, the stay hinge part of brace was put back on backwards. This stay/hinge assembly is removable and must be removed to adjust the hinge. The root cause of discomfort in that case was that the stay/hinge unit was not put back correctly after the brace was adjusted. The average complaint to sales ratio for this specific part number between 2012 and 2016 is (B)(4). Root cause: without a returned sample quality control can't determine the exact root cause. Corrections: replacement product was requested/sent. However, (B)(4) tracking information states "the receiver has canceled the product order and refused delivery. /the package will be returned to the sender." Corrective action: there is no action required at this time, the complaint sample was not returned/root cause couldn't be determined, and there were no issues found in house. Preventive action: there is no action required at this time, the complaint sample was not returned/root cause couldn't be determined, and there were no issues found in house. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: the patient indicates the inner hinge is the problem area. She says it is digging into her leg so badly she stopped wearing the brace. She feels there is a screw or something poking into her leg. She even tried wearing it over her pants to give herself some protection from the hinge/screw and it was still too painful. How was the quality issue was identified? By actual use. How was the product being used? Knee brace. Was it the initial use of the product? No. Was the product modified from the original condition supplied by (B)(4)? No. Was the product connected to or used in conjunction with other devices or equipment? No.